Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the third of seven devices that were used in the same procedure. It was reported to boston scientific corporation on february 11, 2020 that five flexiva ID 550 laser fibers and one flexiva ID 365 laser fiber were used in a bladder stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, all seven laser fibers burned back very fast and the tips broke in half. The procedure was completed with another flexiva ID laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.